Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert. The customer was unable to charge the pump while attempting to charge cable into another power souce. The customer's blood glucose was 124 mg/dl. The customer reported would use manual injections as alternate insulin therapy.